Manufacturer narrative:
UDI number: (B)(4). Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the torque output of four torque limiting handles were found outside of the adequate performance range. This was detected during a preliminary calibration check by zimmer biomet spine personnel. There are no specific surgical procedures associated with these handles. This is report three of four for this event.

Manufacturer narrative:
Additional information: (method, results, conclusions) - the returned device was evaluated. The torque output was found to meet specifications when tested. A review of the manufacturing records did not identify any issues which may have contributed to this event.

Event description:
It was reported that the torque output of four torque limiting handles were found outside of the adequate performance range. This was detected during a preliminary calibration check by zimmer biomet spine personnel. There are no specific surgical procedures associated with these handles. This is report three of four for this event.